Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received questionable thyroid results for one patient sample and suspected interference. Refer to the medwatches with (B)(6). All of the results were reported outside of the laboratory. There was no allegation of an adverse event.

Manufacturer narrative:
The sample was investigated and the tsh and ft4 and ft3 values which generated at customer site were confirmed at roche diagnostics. The investigation identified an interference to a component of the reagent. These effects are minimized by suitable test design. No product problem could be found.